Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu/erbe) lost power. The customer tried to power the erbe off and back on with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer verify the erbe power cord was connected directly to ac power. The customer found the power cord was connected directly to ac power. The customer tried a second outlet for the erbe cord with no change. The customer was unable to locate the force triad activation cable. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and it did initially power on without errors. Site connected a regular bovie and gave the surgeon the foot pedals that were not part of the console. The surgeon had to operate the bovie separate from the robotic console. The erbe was replaced with a regular esu bovie. The procedure was completed robotically. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting power issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and confirmed the issue. The erbe fuse was replaced with new 8 volts ones. The complaint regarding erbe generator lost power was confirmed based on the failure analysis evaluation, which indicates that the device did contribute to the customer reported issue.